Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was alarming. Informed customer alarm is due to the device being unable to detect the reservoir. Customer stated they were treating high blood glucose levels with manual insulin injections and has stabilized. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be protruding. Customer also stated wires were exposed on the device and the drive support cap had come off. Customer does not recall any significant events that led to the alarm or if the device was dropped. Advised customer to not provided at time of reporting. Nothing further reported.